Event description:
It was reported that during a rotational atherectomy treatment procedure, guidewire fracture occurred. The de novo target lesion was located in the calcified and mildly tortuous mid circumflex. During ablation with a 1.25mm burr over a 325cm rotawire guide wire, the rotawire sheared in two, proximal to the tip. The rotaburr was not at the rotawire tip at the time of the fracture and did not come in contact with the rotawire. The tip of the wire remained in the patient. While attempting to retrieve the detached wire left in the patient, the physician inserted two non bsc guidewires and twisted them together to snare the tip. The tip was successfully removed from the patient. The procedure was completed with a different device. There were no further patient complications and the patient status is okay.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).